Event description:
It was reported that the device alarmed a compromised force sensor system alarm. Customer's blood glucose was 152 mg/dl. Drive support cap was sticking out. After troubleshooting, customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer will not be returning the device for analysis.